Event description:
Device 2 of 2. Ref MFR report #1627487-2014-08374. It was reported the pt was experiencing ineffective stimulation in the desired area and instead stimulation in the wrong location. Additionally, the pt reportedly was experiencing a tugging sensation in her neck. A system diagnostic test identified one of the pt's leads had invalid impedances. Additional info received identified the pt's scs leads were explanted and replaced during surgery on 10/03/2014. The pt is reportedly receiving effective stimulation coverage postoperative and the tugging sensation has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.